Manufacturer narrative:
The device was returned and received for evaluation. The device as received had the proximal plug detached from the catheter handle assembly. The proximal plug was not returned with the device. The inflation indicator and the spring were exposed. Visual inspection of the hub barrel at high magnification revealed that the locking cutouts features on both sides were free of damage. A new proximal plug was inserted into the hub assembly and the plug prongs were able to fully engage into the corresponding holes in the hub barrel. The device was inflated with water and pressure was held with proper functioning of the inflation indicator. The review of the lot history record (f1530905) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the balloon loss of pressure was proximal plug detachment which resulted in the saline being leaked out of pressure gauge. The probable cause of the inflation indicator failure was the proximal plug prongs not properly fitting into the hub barrel. The issue is being further investigated. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that when pulling back the balloon of the mynx vascular closure device to achieve temporary hemostasis, the balloon ruptured at the 2nd stop (arteriotomy). The device was being used with a 6f procedural sheath for arterial closure. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was described as fine after manual pressure was held. No further information is available.